Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the distributor, a patient had a potential allergic reaction during a case in which bioglue was used. The surgeons do not believe the reaction was related to the use of bioglue.

Manufacturer narrative:
According to the distributor, a patient had a potential allergic reaction during a case in which bioglue was used. The surgeons do not believe the reaction was related to the use of bioglue. The distributor stated "the hospital confirmed that the allergy testing showed a reaction to bioglue." The distributor mentioned that "the patient involved seems to be allergic to almost everything, one of the surgeons joked that he is the type of patient who is allergic to oxygen." The distributor also mentioned that they strongly urged the laboratory to test bioglue in its mixed state, but they seemed intent on testing the individual components. It was confirmed on 12/04/2014 that each component of bioglue was tested individually (not mixed) by skin-prick testing, and the patient only had a reaction to the bovine serum albumin (bsa). Possible lot numbers were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. According to the available information, a patient experienced a possible allergic reaction during a surgical procedure in which bioglue was used. The details regarding the nature of the reaction are unknown. The patient was noted to have a local skin reaction to bsa in follow-up allergy testing. Additional information received from the distributor suggests that the patient may have atopy, a propensity for developing multiple allergies. Sensitivity to bsa is a known potential complication to bioglue use. The instructions for use (IFU) include precautions and warnings regarding use of bioglue in patients with hypersensitivity to bovine products. There is insufficient information to determine if the patient's intraoperative reaction was caused by bioglue. The root cause for the reported event is unknown. However, given a positive skin test to bsa, a bioglue-related hypersensitivity reaction cannot be excluded. The following contraindication is provided in the applicable bioglue instructions for use: "bioglue is not for patients with known sensitivity to materials of bovine origin." Additionally, the following warning is provided within the IFU: "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals."

Event description:
According to the distributor, a patient had a potential allergic reaction during a case in which bioglue was used. The surgeons do not believe the reaction was related to the use of bioglue.